Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019.

Event description:
The customer reported that the ventilator's display is dim. There was no patient involvement.

Manufacturer narrative:
MFR received date: 04 mar 2020. The replaced user interface assembly (ui) was returned for failure analysis. It was determined that failure of the liquid crystal display (lcd) panel caused the reported dim display. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR rec¿d date 07oct2019 . Date of report rec¿d 08oct2019. The customer reported that replacing the gui (graphic user interface) assembly resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator's display is dim. There was no patient involvement.